Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The pump was returned for benchtop analysis. The pump was seen to have biomaterial on the inlet an outlet of the pump. Additionally, there were open lines within the red handle of the pump. The open lines caused an electrical failure of the pump. This would have been due to excessive force. The failure will be monitored and trended. As noted in the IFU: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The medical center has returned for benchtop analysis the impella pump product. The investigation into the pump stopping is ongoing. Upon completion of the investigation into the sudden pump stop, a final report will be forthcoming. Of note per the IFU "if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The medical center had an impella 5.5 and ECMO support ongoing for 14 days. The team had been able to remove ECMO after 8 days. The 5.5 pump suddenly stopped on day 14. The team troubleshot but, decision made to explant the pump. There was no lasting harm or injury. The pump was not replaced. At the time of explant biomaterial was noticed adhered to the pump despite assurances that the patient was effectively anticoagulated.